Manufacturer narrative:
The insulin pump was received with currents in specification. No blank display and lcd board was fine. The insulin pump passed rewind, basic occlusion, occlusion, prime, excessive no delivery alarm and displacement test. The insulin pump had minor scratches on lcd window, cracked near display window corners, broken reservoir tube lip, cracked lcd window and missing o-ring reservoir tube.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call indicating that the insulin pump had blank display. Customer's blood glucose at time of incident was unknown. The customer stated that the ring on the reservoir has damage. The customer stated the reservoir compartment has a missing piece. The customer was advised that the device will be replaced. The customer was advised to discontinue use of the device and revert to a backup plan.